Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds due to possible perforation. Patient felt the sensation of the device delivering shocks when sitting or standing, but did not feel threshold test lying down. Per information received by the field representative, it was confirmed it was not a perforation but a microdislodgement and the lead was repositioned successfully. No additional adverse patient effects were reported. Product remains in service.